Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the pink slide did not moved forward, is not visible in the viewing window; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed. The pod has been discarded.